Event description:
A pt reported experiencing inaccurate high results with an ot ultra meter. The pt's blood glucose results were 72mg/dl (meter), 48mg/dl (lab). Tests were done <10 mins apart with a difference of 24mg/dl. Pt did not experience any adverse events. No further info has been reported.